Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 9/24/2016 with the following findings: the black box and alarm history showed multiple cs 052 call service alarms. The pump powered on properly with no alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no call service alarms or any errors, alarms or warnings occurred during the 24 hour duration test. The investigation was unable to duplicate the initial ¿call service alarm¿ complaint and the product performed within specification. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Correction to serial#.